Event description:
The customer reported that she experienced low blood glucose. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run the displacement and passed. The customer mentioned that the device alarmed and insulin squirted out during the manual prime process. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the alarm. The device was received with cracked reservoir tube.